Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was reported that the patient was hospitalized overnight with diabetic ketoacidosis. A family member reported that the patient's blood glucose (bg) at 10:00 am was 202 mg/dl and the patient took a correction bolus via the pump; at 11:00 am bg was 200 mg/dl and the patient did not deliver an additional correction bolus; at 2:00 pm the patient experienced nausea and emesis and the bg was >500 mg/dl with large ketones. She was transported to the hospital where her bg tested at 645 mg/dl around 2:30 pm. She was treated with insulin injections and intravenous fluids. The family member reported that they replaced the cartridge and infusion set in the hospital and insulin pump therapy was re-initiated prior to discharge. The family member does not recall signs of insulin leakage on the cartridge or in the cartridge compartment; she stated that the infusion set looked fine after she removed it and does not remember any wetness. However she alleged that a cartridge leak was responsible for the patient's bg excursion and subsequent hospitalization. She stated that the patient is experiencing puberty; has not had recent illness, and did not have a change in diet prior to the event. The family member denied abnormal bg values since hospitalization; she confirmed that there is no evidence or allegation of pump malfunction.